Manufacturer narrative:
The t:slim pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown. During troubleshooting with tandem technical support, pump data showed low power alerts and low power alarms. Customer was informed that pump shutdown due to battery not being charged. Customer's blood glucose level was elevated; however, customer could not remember the exact value. Recommendation was made to customer to charge the pump more frequently to avoid battery depletion. Customer acknowledged.